Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) changeout procedure it was noticed the patient was in chronic atrial fibrillation and their right atrial (ra) lead was exhibiting inadequate sensing. The ra lead has been capped, and the ICD was downgraded to a single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 407652, lead; implant: (B)(6) 2013. (B)(4).